Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the returned instrument was assessed by depuy australia and the complainants findings confirmed. The assessment was that the complaint was due to not being lubricated after cleaning. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Thr: during set up for thr the scrub nurse reported that the white excel t handle coupling was jammed/stuck and she was unable to attach the tapered canal entry reamer/drill to the handle. This was reported prior to the case starting and a replacement item was available therefore no surgical impact/delay. No further information available.